Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2022. During scope cleaning, the brush had broken in the endoscopic working channel. It was also reported that unknown matter was on the outside of the sheath. The procedure was not completed successfully. There was no patient involvement with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This is a non-sterile device with no expiration date. Initial reporter address 1: (B)(6). (B)(4).

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4: this is a non-sterile device with no expiration date. Block e1: initial reporter address 1: (B)(6). Block h6: device code a0401 captures the reportable event of brush had broken in endoscopic working channel. Device code a180104 captures the reportable event of foreign material. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the hedgehog device was broken in two pieces near the midpoint of the catheter. Black material, confirmed via materials testing to be charred catheter material, was embedded in the catheter at multiple locations, including the location of the break. According to the materials analysis, the charred catheter material was brittle to the touch, and it was observed during visual inspection of the catheter break that the charred material occupied most of the catheter tubing sidewall. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label. The reported event was confirmed. Based on all available information, it is likely that the charred catheter material was deposited into the catheter during extrusion and, due to its brittle properties when compared to the base catheter material, weakened the integrity of the catheter at that location. A kink in the catheter suggests that the brush was in use and force was applied which could be withstood by the base catheter material, but not by the brittle charred catheter material. Therefore, the most probable root cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2022. During scope cleaning, the brush had broken in the endoscopic working channel. It was also reported that unknown matter was on the outside of the sheath. The procedure was not completed successfully. There was no patient involvement with this event.